Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been explanted due to an infection. System implant was approximately one month prior with no reported complications. All components have been removed; new system implant pending infection resolution. No other adverse effects were noted.